Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient was hospitalized for a high blood glucose of 590 mg/dl. The insulin pump kept alarm no delivery, and despite two set changes the alarms persisted. The patient was treated with fluids and insulin. Troubleshooting did not occur for the high blood glucose or no delivery alarms. The no delivery alarms were resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.